Manufacturer narrative:
(B)(4). The patient was noted to have been implanted in 2015. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised to address tibial loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
The device was noted to have been implanted in (B)(6) 2015. Concomitant medical products: cat:00596404210, lot#:63857664, articular surface size gh 10 mm height "use with plate 5, cat#: unk, lot#: unk, femoral component, cat3: unk, lot#: unknown cement. Complaint sample was evaluated and the reported event was confirmed.tibial component was returned and examination of the returned part determined that signs of nicks, gouges and stains were observed on both inferior and superior side of the part. Review of the x-rays indicates that left total knee arthroplasty with possible radiolucency along the anterior femur at the bone cement interface. Radiolucency along the posterior tibial stem at the cement hardware interface could also suggest loosening. Significant lucency seen along the anterior tibia suggests osteolysis. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation.a summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.